Event description:
The device was used during a low anterior resection. After firing, the device was difficult to remove. Once removed, it was noted that the device tore rectal mucosa. The tear was repaired with hand suture. No other info is known at this time.